Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving dilaudid (10 mg/ml, 1.653 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient didn't feel therapy was working, and had uncontrolled pain. She didn't feel any different when she gave herself a bolus with her personal therapy manager. The pump was flipped in the pocket as evidenced by difficulty with interrogation. It was suggested the patient did not follow the post-operative restrictions of no bending, lifting, or twisting following implant of the pump system. Diagnostics included interrogation of the pump to confirm normal pump operation and bolus administration per prescription. A dye/rotor study was also performed on (B)(6) 2018 that revealed an inability to aspirate from the catheter and the pump was noted to be flipped in the pocket. The patient would be scheduled for a revision surgery of the pump and catheter. The issue was not resolved. The patient's status was 'alive - no injury.' The patient's medical history included osteoporosis and multiple compression fractures. No further complications were reported.